Event description:
It was reported that the patient implanted with this product had a sudden syncopal episode without any prodroma. The patient was transferred to the hospital via ambulance services. Upon arrival at the hospital device tones heard. The device was interrogated noise was observed on all leads along with high out-of-range left ventricular (lv) lead pace impedances, and high out-of-range right ventricular (rv) lead pace and shock impedances. X-ray images showed a high susceptibility of subclavian at or close to the side of venous puncture along with sharp 90-degree bends of all leads. Lead fracture of all leads are likely however a device header issue could not be ruled out because artifacts were also noted on the right atrial (ra) lead and rv channels when tapping on the device/header. Technical services (ts) recommended a complete system revision. The current hospital cannot handle such a complex procedure and will refer the patient to another qualified center. The patient currently remains hospitalized with a temporary external pacemaker. The physician noted that they may implant a dual chamber contralaterally to replace the temporary external pacemaker and provide the patient with a life vest until intervention can be performed. New information received indicates that due to the pacemaker dependence of the patient, two temporary external pacemakers were implanted to secure ventricular stimulation however both were not reliable. Surgical intervention was performed. The device was explanted and replaced. Visual inspection noted insulation damage on the rv lead near the connector. The rv lead was explanted and replaced. Due to the complexity of this procedure the physician elected not to replace the ra and lv leads despite ts recommendations. Visual inspection of both these leads were unremarkable. The ra lead showed normal values for sensing, impedance, and thresholds. The lv lead showed abnormal values for the ring-vector but not for the tip vector. As such the lv lead was programmed tip-to-can.